Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon felt inaccurate by 5-6mm while navigating instruments. The surgeon had a 1.7mm registration metric and felt accurate on the surface of the anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the site continued use of the navigation system during the procedure.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Logs and archive were reviewed and provided no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. If information is provided in the future, a supplemental report will be issued.